Manufacturer narrative:
Correction: b1, b2, b5, h1 and h6. B5: it was reported the patient was hospitalized due to "feeling unwell". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was identified during patient infusion via a peripherally inserted central catheter (PICC) line. The device was filled with 18000mg piperacillin/tazobactam in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.